Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) will unexpectedly freeze up and reboot. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) will unexpectedly freeze up and reboot. No patient harm was reported.